Event description:
Customer's wife tested herself, reported blood glucose results of 386 mg/dl, 100 mg/dl, and 97 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A resident in a nursing home was receiving a nebulizer treatment. She placed it next to herself in bed and fell asleep. There was no air circulating around the sides of the device and it overheated. The resident suffered burns to her forearm.